Manufacturer narrative:
(B)(4). Report source, foreign- event occurred in (B)(6). This product is a combination device. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that during preparation of bone cement, the monomer did not enter the cylinder, the seal did not break. There was no patient injury and no surgical delay.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not returned to the manufacturer. Therefore it was not analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during preparation of bone cement, the monomer did not enter the cylinder, the seal did not break. There was no patient injury and no surgical delay.